Event description:
The customer received erratic cortisol and testosterone results over a period of three days. She provided cortisol results for four patient samples, three of the results were erroneous. According to the customer, the original cortisol results were the correct results and were reported outside the laboratory on (B)(6) 2010. The repeat cortisol results were the erroneous results and were not reported outside the laboratory. Patient 1, original (correct) cortisol result, generated (B)(6) 2010, was 0.913 ug/dl. The sample, repeated (B)(6) 2010, was 5.22 ug/dl. Patient 2, original (correct) cortisol result, generated (B)(6) 2010, was 18.00 ug/dl. The sample, repeated (B)(6) 2010, was 38.66 ug/dl. Patient 3, original (correct) cortisol result, generated (B)(6) 2010, was 14.59 ug/dl. The sample, repeated (B)(6) 2010, was 27.06 ug/dl. No erroneous cortisol results were reported outside the laboratory and no patients were harmed. The cortisol reagent lot number was 15626902. The field service representative determined intermittent bead mixer rotation was the cause of the discrepancies. He replaced pinch tubes and syringe seals. He also replaced the bead mixer and performed adjustments as needed. The customer ran quality control which was acceptable.